Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality controls were out of range. The customer bleached the system, changed the integrated multisensor technology (imt) sensor, sample diluent, standard a solution, salt bridge, and pump tubing and re-ran the dilution check. Quality controls were run and passed. The cause of the imprecise sodium results is unknown. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
Imprecise sodium (na) results were obtained on a patient sample on a dimension exl 200 instrument. The initial imprecise result was reported to the physician(s) who questioned the result. The sample was repeated twice on the same instrument, resulting higher. The repeat result of 147 mmol/l was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the imprecise sodium results.